Manufacturer narrative:
The reason for this revision surgery was the patient was dislocating. The previous surgery and the revision detailed in this investigation occurred over 3.2 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (dhrs) show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the components that may have contributed to reported event. The device was verified to have gone through an acceptable sterilization process and was within it's expiration date at the time of use during the previous surgery. The root cause for patient dislocating was not reported. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions, root cause, relating to this event could not be determined with confidence. There are multiple factors that may contribute to the event; these are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient dislocating, was not anything to do with product. The surgeon put in constrained liner and new head.